Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf and the lens tore. The surgeon enlarged the incision to remove the lens and another same type lens was inserted and a suture was used to close the incision.

Manufacturer narrative:
A visual inspection of the returned product shows two thirds of the lens optic and a plate haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, an all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are that are effective, and minimize the potential for damaging the lens.